Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e411 analyzer. The patient's initial hcgb result was 2 iu/l. The result was validated and sent to the physician who contacted the laboratory as the result was not in line with the clinical condition of the patient. The patient was pregnant and it was confirmed with an ultrasound. The patient's first repeat result was 5860 iu/l. The patient's sample was repeated on another e411 analyzer, and the result was 5738 iu/l. 5738 iu/l was issued as a corrected report. The patient was not adversely affected by this event. The hcgb reagent lot number was 17160103. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration and quality control results were within range and a reagent issue was not evident. It was noted the customer was not following the recommended humidity requirements in the laboratory.

Manufacturer narrative:
This event occurred in (B)(6).